Event description:
Boston scientific received information that the patient with this device system called patient services stating she wasn't feeling well and she had been missing work. The patient stated that there were no new symptoms but that her current symptoms were getting stronger and occurring more often. The patient stated that she had fallen a couple of times in the last month or so. The patient had a visit to the emergency room (ER) during which time a device interrogation was completed, which indicated that one of the leads was fractured. An x-ray was taken and the health care professional (hcp) stated that one of the leads exhibited a high reading. The patient is unsure which lead this may be. At this time, no intervention has been taken and the system remains implanted. Additional information was received that the left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.